Event description:
The customer reported the system displayed a stator not on error message which would cause the system to shut down w/o command. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups module and high voltage cables were replaced. The system was then found to be operating as intended.